Event description:
Screws broke between the head and shaft. The broken screws were discarded by the complainant. The customer returned nine screws from the same lot to be tested. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The customer returned nine screws from the same lot number to be tested, the original broken screws from this event were discarded. The nine screws sent by the customer from the same lot number were evaluated. The values were in compliance with specifications and complied with international standards. It is possible that a mechanical overload during the insertion into hard bone caused the complained malfunction. This complaint has been determined to be indeterminate. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.